Event description:
Pt undergoing a lumbar vertebroplasty in 2004. Methyl methacrylate cement was injected completely filling the anterior two-thirds. Injection occurred over a six (6) minute period. When the needle was withdrawn it sheared in half at the transition zone. After fluoroscopically evaluating it was felt the tip was completely imbedded in bone. Case was discussed with neuro surgeon, who felt due to the position through the pedicle it was unlikely to cause the pt any difficulty. Follow up is recommended in one month to exclude needle tip backing out.